Event description:
Surgeon reported patient had gas breakthrough in epithelium and patient was converted to photorefractive keratectomy.

Manufacturer narrative:
Patient: gas breakthrough in epithelium. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.